Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a sensor error message from the adc device. The customer indicated due to this, they experienced a seizure and/or loss of consciousness, but did not require third-party intervention. The customer removed the sensor and applied a new one. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform they received a sensor error message from the adc device. The customer indicated due to this, they experienced a seizure and/or loss of consciousness, but did not require third-party intervention. The customer removed the sensor and applied a new one. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was observed. No failure modes were observed with sensor plug upon visual inspection. Sensor was activated with known good reader (B)(6).therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.